Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during intraocular lens implantation procedure it was observed that the lens handle became stuck in the product¿s injector. Lens was implanted without damage, with the issue occurring only during the implantation process. Additional information was requested.